Event description:
On 24 april 2020, neotract was notified of an adverse event reported in the real world retrospective study: on (B)(6) 2018, a patient underwent a successful prostatic urethral lift. Post procedure, the patient experienced hematuria for one day. It was reported that a cystoscopy, clot evacuation, and prostate fulguration was performed. No additional information was able to be retrieved.